Event description:
The product was applied during a c-section in 05. Product code was db12, lot unknown. The pt presented about a month later with an infection of the incision line. The product had sloughed off. The attending feels that the device is suspect in causing the infection even though the product had been used a month before and had sloughed off. Current condition of the pt is unkknown.